Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: reason for explant currently unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent an unspecified breast surgery with unspecified mentor gel breast prostheses underwent bilateral explantation on an unknown date. The reason for explantation was not provided. Reportedly, fungus was discovered in both breast prostheses following explant surgery. Limited information has been provided regarding this event, and follow up is in progress. Should additional information be made available, a supplemental report will be submitted. This medwatch report is for the patient¿s right breast prosthesis.